Event description:
It was reported that during device change-out for normal eri, the physician had difficulty in removing the lead from the device header due. After several attempts, the lead was successfully removed.